Manufacturer narrative:
Lot number information was not provided; therefore an investigation of the device history record could not be conducted. The surgery to implant the medpor chin implant was performed at a different facility than the reporting facility. Device not returned.

Event description:
The surgeon stated that the patient had a medpor chin implant that developed a chronic infection. The surgeon reported that the medpor chin implant was removed.